Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 4/15/2019. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The lens was cut in two pieces; this was consistent with the information provided that the lens was cut out most probably to facilitate the removal. Multiple scratches were observed on the lens, however, the source of the scratches could not be attributed to be related to the manufacturing process since the lens was implanted. Direction for use includes: prior to implanting, examine the lens package for type, power and proper configuration. Examine the lens thoroughly to ensure particles have not become attached to it and examine the lens optical surfaces for other defects. The reported issue was verified, however, the damage observed was noticed after the lens was implanted; a product quality deficiency could not be determined. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints related to this production order was conducted in the complaint system. The search revealed no additional investigation request for this production order number has been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted, explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that there was scratch on the lens noticed after insertion. Reportedly cartridge was split all the way down center to end. There was patient contact. The lens was removed and replaced in the same surgical procedure. There was no incision enlargement, no vitrectomy, no sutures required. Patient had no problem at discharge. No further information provided. This report will capture the lens. Another report is being submitted for cartridge.